Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had a broken cable. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. The mega suturecut needle driver instrument is designed to grab and manipulate needles to enable suturing during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) has performed follow-up to request additional information related to the reported event. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed that the mega suturecut needle driver had a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history revealed no additional complaints for this event. System log review confirmed that the mega suturecut needle driver was last used on (B)(6) 2021 on system (B)(4) with 12 uses remaining . This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Field b3 was updated with a corrected event date. The event date was 12/13/2021 rather than 12/13/2022 as initially reported.

Event description:
Refer to h10/h11 for follow-up information.